Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-06, additional information was received from a family member of the patient. Information received reported the patient could not get any help for a refill and now the patient was in the emergency room for two days going through withdrawals. The caller stated that right now, they were giving oral baclofen but the patient was still having rigidity, was panicking, and their muscles were ceasing up and stuff. The patient had been in the ER for two days, and was checked into the hospital. This event date was reported as (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving hydromorphone (700 mcg/ml, 350.32 mcg/day) and baclofen (30 mcg/ml, 15.014 mcg/day) via an implantable pump for non-lumbar pain and lumbar radiculopathy. It was reported the patient recently moved and was scrambling to get their pump refilled. The patient reported they were about a week over his refill date. Their pump low reservoir alarm was (B)(6) 2019. The patient did not have a managing healthcare professional (hcp) and was working to get medication. The patient has started to feel "some stuff", but it was "not full blown withdrawal, yet". The patient started feeling it yesterday ((B)(6) 2019); feeling dizzy and nauseous. The patient thought it was something else, so they went to the emergency room last night and "it was not what he thought it was". The patient also reported that "one of other reasons why it makes him feel like his pump is getting low is that he started having spasticity in his lower legs; calves and feet", that started on approximately (B)(6) 2019 (a couple days after his refill date). Non-critical vs critical alarms were reviewed with the patient. The patient mentioned that from the last paperwork, it looked like the reservoir volume was 5-7 ml which would have been on (B)(6) 2019. The patient's low reservoir was programmed at 2 ml. On (B)(6) 2020, the patient called back and stated they have still not made contact with an hcp to refill his pump. The patient repeated symptoms stated on the original call and stated they were now feeling "low grade withdrawal symptoms". The patient stated they heard the critical alarm on (B)(6) 2020. Beginning on (B)(6) 2020, the patient was tasting a weird metallic taste and was smelling and tasting an electrical burning smell and it was stronger when he lays down. A message was sent to local manufacturer representatives (rep) to try and connect the patient with an available hcp.